Event description:
It was reported that a person using the ilet experienced hyperglycemia with a highest continuous glucose monitor reading of 234 mg/dl and no symptoms, leading to troubleshooting focused on potential infusion delivery issues and completion of an infusion set change with confirmation of resumed insulin delivery. Symptoms included none. Outcomes included no alerts or alarms and no medical intervention beyond user-guided troubleshooting. Investigation included technical support assessment, user interview, and guidance to replace infusion components with verification of insulin delivery resumption. Investigation of this case revealed no observed infusion site leakage or bent cannula and no reported meal or snack errors, so the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence linking the event to a specific device or use factor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.